Manufacturer narrative:
Conclusion not yet available, evaluation in process.

Event description:
The customer reported a documented account of a 14f introducer sheath kink initiated this investigation.

Manufacturer narrative:
Upon evaluation of the returned product, it was found that the introducer most probably had extreme diagonal force (determined by the stress marks) to the introducer. The diagonal force translated stresses to the mid-section of introducer which caused it to kink. The stress likely also caused the structural integrity of the length of the sheath along the score-line to give way and collapse. In addition, there are scrape marks on the introducer tip along with deformation of i.d. Calcification of the patient may have also stressed or weakened the introducer tip causing it to fail. Force applied during the procedure likely exceeded the capacity of the design of the introducer. The reason for return was confirmed, however, no manufacturing defects were found. A review of risk for this failure mode identified the risk to be medium. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. According to procedure (abiomed introducer sheath in-process and final inspection), qa performs this inspection 100%: with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages. There were no manufacturing rejects or anomalies of this type recorded in the device history record. The introducer and dilators passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical testing. Instructions for use (IFU), abiomed adelante s2 - hemoslaticp peel away & sideport. Under precaution: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action.